Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the issue was caused by blown fuses. The fuses were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure the mobile view station (mvs) on the imaging system would not turn on. There was no green light. There was no patient present when this issue was observed.